Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014 the patient was hospitalized for unspecified medication issues and swollen feet, and the patient¿s blood glucose upon hospital admission was noted to be 35mg/dl. It was reported the patient required assistance from a third party. The reporter noted that the pump¿s basal history correlated appropriately to the basal total in the total daily dose history, and the basal history matched the active basal program. An air bolus was delivered during troubleshooting and was reported to be accurately recorded in the pump¿s bolus history. It was reported the patient had discontinued pump use and noted they had mental health issues. This complaint is being reported because of reported hypoglycemia and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.